Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information - correction to date of death and event date.

Event description:
It was reported by a patient's family member that the patient died one month post implant. It was also reported that patient had felt discomfort from the pacemaker and there was "trauma around the area with blood forming around the upper shoulder and arm pit area." The family member further reported that the device had to be reprogrammed multiple times because "his heart wasn't behaving right." Cause of death requested but not received. Further reported patient developed hematoma 2 days post implant (on warfarin). Seen by physician 4 days later - "pouch site swollen but not infected." Admitted to hospital for stroke, sick sinus syndrome, and aspiration. Discharged to home and died one day after discharge. Was not pacemaker dependent. Had last been seen in cardiology clinic one day post implant.